Event description:
It was reported that the battery of this device showed 61% remaining in (B)(6) 2020 and most recently showed 14% remaining and had triggered elective replacement indicator (eri). A review of the device data by technical services (ts) noted that the battery usage of the device had increased abnormally and the device should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this device showed 61% remaining in may 2020 and most recently showed 14% remaining and had triggered elective replacement indicator (eri). A review of the device data by technical services (ts) noted that the battery usage of the device had increased abnormally and the device should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. The device was explanted and returned. No additional adverse patient effects were reported.